Manufacturer narrative:
(B)(4).

Event description:
It was reported the extension line was found leaking during use on the patient. The catheter needed to be replaced. The patient's condition is reported as fine.

Event description:
It was reported the extension line was found leaking during use on the patient. The catheter needed to be replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one chronic hemodialysis catheter for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Initial visual inspection of the catheter did not reveal any obvious defects or anomalies. After performing functional testing (see below), the connector assembly was reinspected. A small gap was observed between the compression cap and the juncture hub. The catheter was disassembled and reassembled in order to ensure proper tightening of the compression cap and proper placement of the compression sleeve. All necessary assembly components were observed to be present while disassembling the catheter. The catheter body from the second label line to the distal end measured 255mm, which is within the specifications of 247-259mm per product drawing. Functional inspection of the catheter was performed according to the product IFU which states, "flush both lumens of catheter with saline and clamp irrigation tube with catheter pinch clamp." Both extension lines were flushed using a lab inventory 10ml syringe. Extension line backflow was observed during functional testing. When flushing the venous lumen, some water was observed exiting out of the arterial lumen, and vice versa. After the catheter was reassembled, the functional test was repeated, and no backflow was observed. This indicates that misassembling of the catheter likely caused or contributed to the defect observed during the initial functional test. A device history record review was performed with no findings to suggest a manufacturing related cause. The instructions for use (IFU) provided with this kit warns the user, "after tips have been positioned, the proximal end of the catheter is tunneled retrograde to the exit site. The separate hub connection assembly is then fastened to the proximal end of the catheter using a compression sleeve and threaded compression cap. Warning: ensure that compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Functional inspection revealed backflow within the extension lines. The catheter assembly was taken apart and reassembled, and the functional test was repeated with no problem found with the sample. This indicates that the catheter was likely assembled improperly by the user, or that the catheter assembly components were not secured properly during use. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.